Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue with the mx40 "speaker alarm" which is considered to mean that there was a failure of the device to audibly alarm. The device was not in use on a patient; the issue was identified by the biomed when the device was powered on in preparation for use. No adverse event involving patient or user was reported.